Event description:
It was reported by the hemodialysis (hd) clinic that a hd patient became unresponsive at the end of treatment and the k2 machine failed ultra-filtration (uf) pump calibration. CPR, o2 via a nasal cannula, and fluid was administered to the pt. The pt was transported to the hospital and diagnosed with hypoglycemia, cardiac arrest secondary to hypoglycemia, and respiratory failure secondary to cardiac arrest.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associated medical director, the pt presented with hypotension to the clinic, and fluid was administered. Hemodialysis treatment is not known to be associate with events of hypoglycemia; this event of hypoglycemia (and hypotension) are likely secondary to an etiology other than dialysis related. There is no evidence to suggest the dialysis machine caused or contributed to this even of hypoglycemia. The actual device was not returned to the manufacturer for evaluation but a device evaluation was conducted on-site. A labeling evaluation was performed. The reported incident of uf calibration problem was not duplicated during the evaluation. The machine passed all functional tests and was within specifications. The pt event was due to a medical condition which is not attributed to the device. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.